Manufacturer narrative:
The device was returned for analysis. Analysis could not confirm the reported event of excessive heat. Analysis indicated that the device had motor a failure. Pre-repair temperature testing could not be performed due to the motor failure. Analysis also found that the motor was making a loud noise. The device was scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The biomedical engineer reported that the device generated excessive heat. There was no patient impact.